Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional reported that patient movement caused the lead to migrate.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that there was paresthesia in the wrong location. The patient was only feeling stimulation in the bottom of the buttocks area. This issue occurred on the day of the report, which was when she started the trial. The manufacturing representative (rep) had trouble getting stimulation in the vaginal area and she was not feeling any stimulation in that area. A manufacturing representative (rep) later reported that the wires migrated, causing the change. The patient did very well before the wire moved. The patient had no ill effect and was following up with the doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.